Event description:
Reportable based on analysis approved 13 november 2006. It was reported that the physician "could not cross a lesion and gave a lot push on the balloon. He recognized that the balloon broke into two pieces when it was outside the patient." The procedure was successfully completed with another maverick 2 monorail 15mm x 1.5mm balloon. No patient injuries or complications were reported. Patient status is reported as "patient in good condition."

Manufacturer narrative:
Device analysis confirmed a break in the hypotube approximately 46 cm distal to the strain relief. A detailed examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. No issues were identified with the profiles of the balloon or tip which could potentially have contributed to a restriction occurring during the physician's attempts to advance this device. The complaint does state that the break occurred during the physician's attempts to insert the device into the guide catheter. It is not possible to determine if any issues existed with the guide catheter as the guide catheter was not returned for analysis. A review of the manufacturing record for this batch shows that the device met its material, assembly, and product specifications. This batch number (8835095) has no associated complaints. The root cause of the difficulties experienced during the procedure could not be determined.